Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a meniscal repair procedure, the surgeon inserted and fired the first implant and the anchor seated successfully, however, when he went to fire the second implant, the distal end of the speed cinch broke off. The first implant and all of its suture was removed from the meniscus and the surgeon performed a menisectomy instead. Follow-up investigation: the tip of the cinch was retrieved but was discarded and will not be returned.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission due to device evaluation. Device history record review revealed nothing relevant to this event. Complaint confirmed. The evaluation revealed that the device's distal tip was broken-off. Tip broke-off at weld. Further evaluation revealed that the second needle and the shaft were severely bent. The device met all material specifications as received. Complainant's event typically caused by leveraging/prying the device during implantation procedure. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a meniscal repair procedure, the surgeon inserted and fired the first implant and the anchor seated successfully, however, when he went to fire the second implant, the distal end of the speed cinch broke off. The first implant and all of its suture was removed from the meniscus and the surgeon performed a menisectomy instead. Follow-up investigation: the tip of the cinch was retrieved but was discarded and will not be returned.